Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also stated that the patient's spinal cord stimulator (scs) paddle leads had migrated which was confirmed through x-ray. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned. Additional information was received that was experiencing stimulation on non target areas. It was also stated that the patient was forgetful with charging the ipg and preferred to have a non rechargeable device.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also stated that the patient's spinal cord stimulator (scs) paddle leads had migrated which was confirmed through x-ray. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7084349, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7086459, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37686571, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).